Event description:
Revision surgery - the pt fractured at the lower part of the primary stem.

Manufacturer narrative:
The reason for this revision surgery was identified as a bone fracture near the stem after 6.9 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the patient and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: two due to trauma and one due to infection. This is the first complaint for this lot number. The root cause for the fracture could not be determined with confidence. The information reviewed showed that the product met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.